Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the 8mm force bipolar instrument broke while using the force grip mode causing the jaws to become unhinged. Customer was able to remove the instrument and replace it with a backup to complete the procedure. The technical support engineer (tse) recommended sending the instrument so a failure analysis can be performed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.